Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During testing, an ez prime operation was performed and the pump did not recognize the cartridge and pushed fluid out and emitted a "no cartridge detected" warning. Unrelated to the complaint, the battery compartment was found to be cracked and the contrast button was unresponsive. The contrast button has no effect on insulin delivery function. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that during the load step the pump dispensed insulin 2 times.